Event description:
The customer performed normal control tests using her breeze2 system and received results of 250 and 257 mg/dl. The range is 94-129 mg/dl. No adverse events were alleged. New meter was sent to customer but she refused to return any products for evaluation.